Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7092061/7092150.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a system explant procedure. The explanted devices will not be returned as they were kept by the medical facility.